Manufacturer narrative:
The customer reported ¿when priming tubing, kink noted above roller clamp, beneath 1st y-site connection, obstructing fluid path¿. Received from the customer was one used primary set model 2426-0500. Lot 20053462, with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A kink was observed in the tubing (p/n tc10012940) just below smartsite (p/n 12274436) which is below and proximal to pump segment. No damage or tool marks were observed on the tubing at the kink location. Clear fluid was observed in the set's drip chamber and entire length of tubing. No other abnormalities were observed on the set during visual inspection. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. It was observed that the blue-dyed water did not flow through the set and stopped at the location of the kink. The kink was massaged out of the tubing and the set primed completely without any occlusions or other issues observed. Equipment used (visual inspection and testing performed on 24-sep-20): optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2426-0500 lot 20053462 was performed. The search showed a total of (B)(4) units in 1 lot were built on 25 may 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of kink noted above roller clamp, obstructing fluid path was confirmed on primary set model 2426-0500. The root cause of the kink was identified by previous investigations as due to improper coiling and pouching during the manufacturing process.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing kinked. The following information was provided by the initial reporter: material: 2426-0500; batch: 20053462. It was reported that when priming tubing, kink noted above roller clamp, beneath 1st y-site connection, obstructing fluid path.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing kinked. The following information was provided by the initial reporter: material: 2426-0500; batch: 20053462. It was reported that when priming tubing, kink noted above roller clamp, beneath 1st y-site connection, obstructing fluid path.